Event description:
The 3 subject devices were used during a hepatectomy. It was reported that a part of the ptfe pad of the device was missing at the end of the procedure. The procedure was completed without any similar device. There was no pt injury reported. Olympus received 3 devices from user facility. The ptfe pad of 1 device was severely worn and the ptfe pads of 2 devices were separated. This report is regarding the device that the ptfe was severely worn.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially worn away and the metal part of the jaw was exposed. There were contact marks on the surface of the probe and the jaw. The manufacturing record was reviewed with no irregularities. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating output without grasping anything in the grasping section (including after the tissue separated). This report is being submitted as a medical device report in an abundance of caution. Please cross-reference the following reports: 8010047-2015-01049, 8010047-2015-01050.